Manufacturer narrative:
No sample was returned for evaluation. Analysis of the retain sample from the same master lot confirmed the product as c3f8 and meets all release criteria.

Event description:
(B)(6) clinical trial study, (B)(6) center number 6. Subject ID (B)(6) patient experienced mild elevated intraocular pressure (left eye) following vitrectomy surgery with ispan c3f8 gas. Medical treatment given, current condition is "improving". Updated 12/1/2025: medication treatment was given and condition is resolved. Surgery date updated to (B)(6) /2025, event date 09/11/2025.

Manufacturer narrative:
No sample was returned for evaluation. Analysis of the retain sample from the same master lot confirmed the product as c3f8 and meets all release criteria.

Event description:
(B)(4) clinical trial study, (B)(4). Subject ID (B)(6). Patient experienced mild elevated intraocular pressure (left eye) following vitrectomy surgery with ispan c3f8 gas. Medical treatment given, current condition is "improving".